Manufacturer narrative:
Patient-related information was provided. Please refer to the updated information in sections a and b. No additional information was obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse was able to reproduce the reported problem and verify repeated errors 48203 and 48204 pointing to the endoscope controller power distribution board (ecpd) in the log files. The endoscope controller was replaced to resolve the reported problem. The system was tested and verified as ready for use. No image or video was provided. A review of the site's complaint history does not show any additional complaints related to this event. Isi received the endoscope controller involved with this complaint and completed evaluation. Failure analysis investigation installed the endoscope controller onto a test system and it failed with error 48204 indicating the light engine sensor self-test failed. The light engine was cause of the issue. The reported complaint was confirmed based on the failure analysis investigation. Based on the information provided at this time, this complaint is being reported due to the following conclusion. The system was unavailable after the start of a surgical procedure (first port incision) and the surgeon decided to complete the procedure using another vsc with no reported injury. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vision side cart (vsc) monitor image was "yellowish" with the following messages displayed, "preventative maintenance recommended. Contact customer service. (4824 - ecpd)," "endoscope image quality may be deficient. Contact customer service" and "check network connection. Onsite disconnected". The customer made the decision to complete the procedure using another vsc [sn# (B)(4)] with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtained the following additional information: the system powered on without any errors. The patient was under anesthesia with 1 port placed at the time of the reported problem. The customer contacted support and swapped 3 different endoscopes and power cycled the system; however, the issue persisted until another vsc was connected.